Event description:
Customer reported laryngoscope damaged by batteries. Unit exploded. There was no reported patient involvement or injury. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The fiber optic laryngoscope handle is an accessory used with compatible rigid fiber optic laryngoscope blades which are used to examine and visualize a patient¿s airway and aid placement of a tracheal tube. Although no reported injury occurred, if this issue of laryngoscope exploding were to recur, this event could potentially lead to a serious injury. Baxter considers this complaint reportable.